Event description:
The account allleges that perforation was noticed during an ablation procedure for afib. A farapulse mapping catheter was used with the iq wire during the case. Transeptal puncture was necessary to acquire access to the la during the case. The clinician thinks the damage was because of the merit j wire, but could not be sure. The procedure was successfully completed. The patient hopital stay was extended. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.